Event description:
It was reported that the patient experienced shortness of breath when climbing the stairs. Upon interrogation, the right atrial lead exhibited loss of sensing. The lead was programmed off. On (B)(6) 2014 the lead was capped during a routine device change out procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.